Event description:
Reporter stated that caller from facility reported a free flow of solution from source container(s) into the weighing chamber of the transfer set. The caller did not think she had opened the source occluder door before the free flow had occurred. The transfer set was replaced and the unit used for compounding the day's supply of admixtures without any problems. Therefore, the issue was considered as resolved and the unit was not sent to product services for evaluation. No pt involvement.